Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of .,1,2 keys not working, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump ., 1, and 2 keys on the keypad did not work. It was also reported there was no patient involvement.

Manufacturer narrative:
This is a re-submission of the original follow-up report that had been previously submitted on (B)(6) 2016. Manufacturer ref no.: 269542. Corrected g1: the contact office was updated from (B)(6). Corrected information g9: . Follow-up manufacturer report has been provided under number 1314492-2015-12247, and the follow-up report for 1314492-2016-12247 can be removed from the FDA database.

Manufacturer narrative:
This is a re-submission of the original follow-up report that had been previously submitted on 6-jan-2016. The description of the reported event and the manufacturer narrative (field h10) on the initial manufacturer report were incorrect and have been updated. Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "1 and 2 keys on the keypad did not work", which was reproduced during evaluation as an intermittent keypad response of the #1 and #2 keys. Causality was determined to be a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. The contact office has been updated from (B)(4) to (B)(4).

Event description:
It was reported that the "1 and 2 keys on the keypad did not work" on a spectrum pump. During baxter's evaluation, the #1 and #2 keys were found to work intermittently. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The manufacturer report number on the supplemental manufacturer report submitted on 01/06/2016 was incorrect and has been updated.